Event description:
It was reported that the patients spinal cord stimulator was not providing pain relief and that the ipg was triggering back pain. The patient underwent an explant procedure. The explanted ipg was not returned to bsn.